Event description:
Event description: ecn event description: guide wire stuck in device, device stripped guide wire on removal, attempted with other guide wire, other guide wire got stuck what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: alternative guide wire used, still getting stuck what is the next course of action?: new catheter used with no issues patient present at time of event?: yes patient complications: no patient complications patient outcome: expected to fully recover procedure number: pn-3148874 event date: 2026-4-28.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.